Event description:
It was reported that the pt experienced wound dehiscence in 2008 after stretching backward. The hcp was not notified until five days later. At that time, the wound was draining pus. The pt was admitted and treated with antibiotics. The hcp delayed pump removal as he was concerned about sudden cessation of therapy. The pt was weaned over six days from 850 mcg/day to the final daily dose of 150 mcg/day of compounded baclofen. The pt was administered oral baclofen 120 mg/day and valium as well. The pump and catheter were subsequently explanted. The pt was treated postoperatively for withdrawal. The symptoms included "uncontrollable" spasms, high blood pressure and autonomic dysreflexia. The pt was currently in the intensive care unit and was being given oral baclofen and valium. The hcp planned to give the pt intrathecal shots of baclofen to get the spasms under control. Add'l info has been requested from the hcp, but was not available as of the date of this report.